Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following the implant, the patient experienced a flash pulmonary edema (fpe) and carbon dioxide poisoning. The patient was transferred to the intensive care unit (ICU) and IV diuretics were administered. The pulmonary edema resolved. In the opinion of the physician, the root cause of the pulmonary edema was unrelated to barostim but was most likely related to volume overload from being in a supine position during the implant. As of (B)(6) 2024, the patient still experienced severe pain and numbness in their neck, ear, and face. It was noted that the patient's device was off. As of (B)(6) 2024, the patient was still experiencing numbness in the back of their neck and ear and pain when turning their head left. In the opinion of the physician, the numbness was possibly a post-operative event which could occur for 6-8 weeks following implant. The patient experienced increased fatigue on (B)(6) 2024, which, in the opinion of the physician was multi-factorial but most likely caused by their heart failure and volume overload. Barostim therapy was activated on (B)(6) 2024, and the patient was volume overloaded at that time. A follow-up appointment was planned for july but was rescheduled for (B)(6) 2024.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. Following the implant, the patient experienced a flash pulmonary edema (fpe) and carbon dioxide poisoning. The patient was transferred to the intensive care unit (ICU) and IV diuretics were administered. The pulmonary edema resolved. In the opinion of the physician, the root cause of the pulmonary edema was unrelated to barostim but was most likely related to volume overload from being in a supine position during the implant. As of (B)(6)2024, the patient still experienced severe pain and numbness in their neck, ear, and face. It was noted that the patient's device was off. As of (B)(6))2024, the patient was still experiencing numbness in the back of their neck and ear and pain when turning their head left. In the opinion of the physician, the numbness was possibly a post-operative event which could occur for 6-8 weeks following implant. The patient experienced increased fatigue on (B)(6)2024, which, in the opinion of the physician was multi-factorial but most likely caused by their heart failure and volume overload. Barostim therapy was activated on (B)(6)2024, and the patient was volume overloaded at that time. A follow-up occurred on (B)(6)2024, and the patient was still experiencing fatigue at that time. Following the titration, the patient experienced fatigue, dizziness, and headaches. A follow-up appointment was scheduled for (B)(6)2024 which the patient did not attend. As of (B)(6)2024, the patient was still experiencing headache. The patient did not attend their appointment on (B)(6)2024. As of (B)(6)2024, the patient was still experiencing tightness in their neck. A follow-up wasn't scheduled until (B)(6)2025.

Event description:
A barostim system was implanted on (B)(6) 2024. Following the implant, the patient experienced a flash pulmonary edema (fpe) and carbon dioxide poisoning. The patient was transferred to the intensive care unit (ICU). As of 12-jun-2024, the patient still experienced severe pain and numbness in their neck, ear, and face. It was noted that the patient's device was off. As of 26-jun-2024, the patient was still experiencing numbness in the back of their neck and ear and pain when turning their head left. It was noted the patient's physician stated this could occur for 6-8 weeks following implant. Barostim therapy was activated, and the patient experienced increased fatigue.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following the implant, the patient experienced a flash pulmonary edema (fpe) and carbon dioxide poisoning. The patient was transferred to the intensive care unit (ICU) and IV diuretics were administered. The pulmonary edema resolved. In the opinion of the physician, the root cause of the pulmonary edema was unrelated to barostim but was most likely related to volume overload from being in a supine position during the implant. As of (B)(6) 2024, the patient still experienced severe pain and numbness in their neck, ear, and face. It was noted that the patient's device was off. As of (B)(6) 2024, the patient was still experiencing numbness in the back of their neck and ear and pain when turning their head left. In the opinion of the physician, the numbness was possibly a post-operative event which could occur for 6-8 weeks following implant. The patient experienced increased fatigue on (B)(6) 2024, which, in the opinion of the physician was multi-factorial but most likely caused by their heart failure and volume overload. Barostim therapy was activated on (B)(6) 2024, and the patient was volume overloaded at that time. A follow-up occurred on (B)(6) 2024, and the patient was still experiencing fatigue at that time. Following the titration, the patient experienced fatigue, dizziness, and headaches. A follow-up appointment was scheduled for (B)(6)2024 which the patient did not attend. As of (B)(6) 2024, the patient was still experiencing headache. The patient did not attend their appointment on (B)(6) 2024. As of (B)(6) 2024, the patient was still experiencing tightness in their neck. As of (B)(6) 2025, the patient no longer experienced any of the tooth sensations, tightness or headache. It was noted that medication adjustments had occurred.

Manufacturer narrative:
Updated fields. Cvrx ID#(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following the implant, the patient experienced a flash pulmonary edema (fpe) and carbon dioxide poisoning. The patient was transferred to the intensive care unit (ICU) and IV diuretics were administered. The pulmonary edema resolved. In the opinion of the physician, the root cause of the pulmonary edema was unrelated to barostim, but was most likely related to volume overload from being in a supine position during the implant. As of (B)(6) 2024, the patient still experienced severe pain and numbness in their neck, ear, and face. It was noted that the patient's device was off. As of (B)(6) 2024, the patient was still experiencing numbness in the back of their neck and ear and pain when turning their head left. In the opinion of the physician, the numbness was possibly a post-operative event which could occur for 6-8 weeks following implant. The patient experienced increased fatigue on (B)(6) 2024, which, in the opinion of the physician was multi-factorial but most likely caused by their heart failure and volume overload. Barostim therapy was activated on (B)(6) 2024, and the patient was volume overloaded at that time. A follow-up occurred on (B)(6) 2024, and the patient was still experiencing fatigue at that time. Following the titration, the patient experienced fatigue, dizziness, and headaches. A follow-up appointment was scheduled for (B)(6) 2024 which the patient did not attend. As of (B)(6) 2024, the patient was still experiencing headaches. The patient did not attend their appointment on (B)(6) 2024, and a follow-up wasn't scheduled until (B)(6) 2025.

Manufacturer narrative:
Cvrx ID# (B)(4).

Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following the implant, the patient experienced a flash pulmonary edema (fpe) and carbon dioxide poisoning. The patient was transferred to the intensive care unit (ICU) and IV diuretics were administered. The pulmonary edema resolved. In the opinion of the physician, the root cause of the pulmonary edema was unrelated to barostim, but was most likely related to volume overload from being in a supine position during the implant. As of (B)(6) 2024, the patient still experienced severe pain and numbness in their neck, ear, and face. It was noted that the patient's device was off. As of (B)(6) 2024, the patient was still experiencing numbness in the back of their neck and ear and pain when turning their head left. In the opinion of the physician, the numbness was possibly a post-operative event which could occur for 6-8 weeks following implant. The patient experienced increased fatigue on (B)(6) 2024, which, in the opinion of the physician was multi-factorial but most likely caused by their heart failure and volume overload. Barostim therapy was activated on (B)(6) 2024, and the patient was volume overloaded at that time. A follow-up occurred on (B)(6) 2024, and the patient was still experiencing fatigue at that time. Following the titration, the patient experienced fatigue, dizziness, and headaches.